Event description:
Customer claims no power. Tested with new batteries and the unit did not respond. No pt injury reported. Posey inspection shows the returned alarm unit does power on, but does not function correctly.

Manufacturer narrative:
.